Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd did receive 100 samples from the customer in support of this complaint. 20 returned samples were functionally tested for draw volume and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 5 of 10: it was reported that during blood draw of one patient using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.